Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in the hospital due to reasons unrelated to the device, complete loss of capture in the ventricular lead and high pacing lead impedance was observed upon device interrogation. It was noted that the pacing lead impedance was high for entire one year trend. Lead replacement was recommended. However, lead replacement was not anticipated due to patient¿s poor health unrelated to the device. The patient condition remained unchanged during device interrogation. Patient was being closely monitored by the hospital.